Manufacturer narrative:
The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.   The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci s surgical procedure the cable of the mega needle driver instrument broke during use. The instrument was replaced with another instrument of the same type and the surgery was completed. No patient harm, adverse outcome or injury was reported.